Event description:
It was reported that an er420 was used during a gall bladder procedure. It was reported by the affiliate that the device produced bent clips (no straight deliver). There was no consequence to the pt.